Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upon unplugging, immediately shuts down" was not reproduced. Evaluation performed a visual inspection and found no damage to the 6-pin power connector, or the battery contact pins. Evaluation tested the device with a known good power cord and wireless battery module (wbm) and found the device to power on and off as designed, a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump upon unplugging, the device immediately shuts down. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.